Event description:
It was reported that the lead had dislodged as determined during testing following the initial implant. The physician explanted and attempted to replace the lead, however due to patient anatomy, the new lead exhibited inadequate testing measurements. The physician elected to explant the new lead and replaced the lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).